Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that they are working with tech services to determine a resolution to this problem and the cause is not yet determined as they are still investigation and it is not resolved yet. This information was confirmed with the physician.

Event description:
Additional information was received reporting that upon rooming the patient, the ins was interrogate with the tablet but the initial impedance measurements was skipped; this session was still in progress. Caller ran impedance measurement successfully, all values were within range for both hemispheres. Caller started therapy impedance but progress bar moved completely to the right but then stated "measuring" and was stuck on that screen. Caller cancelled the measurement and therapy impedance showed no results. Battery level was at 2.99v, caller created file and ended the session. Caller interrogated ins with 8840 which showed battery level as 3.000v. Caller started therapy impedance and it showed "measurement in progress but 15 seconds in and there was no activity on the progress bar and nothing was happening. Caller confirmed both with telemetry head and ctm were showing green and working appropriately during the attempted measurement. Caller cancelled the measurement and successfully ran electrode impedances on left side and values were withing range. Caller used the recharger to perform 10 second prm. Caller interrogated ins with tablet (saw alert that the session history and annotations had been updated), skipped initial impedance measurement and reported the battery voltage was at 2.99v and ins was on. They then ran impedance measurements which was successful and showed values that were considered normal. They confirmed electrode measurement was successful, all values were green on both hemispheres and patient's settings prior to prm were present and remained unchanged. Caller indicated the patient was programmed in voltage mode most recently and the healthcare provider is going to perform reprogramming today and they change patient back to current mode (which they had been in prior to this issue starting but oors had also been reported." It was also reported that the provider was able to put the device in ma's and run therapy impedance test without an issue. The patient and doctor's were told that engineering does not think there is anything defective with the patient¿s device. This appears to be a recently discovered timing window vulnerability in the ins design that leaves the battery measurement timer in a disabled state and may leave the measurement system busy flag in a set state. To our current knowledge this is a very rare issue, with this being the only known field occurrence to date.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was seen and the healthcare provider (hcp) indicated they were seeing out of regulation (oor) messages (unknown if patient saw oor on pp) and they couldn't run a therapy impedance with the tablet. Hcp then used the 8840 and couldn¿t run therapy impedance with that either. Caller states that hcp sent them a picture of the tablet programming screen in which the vna was orange - which would indicate the system was in oor at the time the picture was taken. Caller clarified that while running therapy impedance on the tablet, the progress bar would get to the end and the get stuck and with the 8840 it never showed any progress while running impedance. Caller confirmed they were never successful in running a therapy impedance. Caller states office does many programmings and has not had any interference issues. Caller indicated that hcp made many changes to programming including switching between current and voltage mode and at one point had deleted all programming. Patient is getting good therapy and hasn't noticed change in therapy at all and caller can deliver stim/program patient¿s settings. Caller indicated seeing alerts consistently for contact 10 (on right side, not used in current programming) which showed around 2400 ohms for monopolar pairs - all other pairs consistently showed green and in range. Caller indicated that because they had run the electrode impedances so many times that at one point all pairs showed ok. Caller indicated they had deleted all programming from ins but was still seeing oor when running electrode impedance. It was later realized in the call that caller was likely referring to out of range impedances rather than out of regulation messages. Caller interrogated patient on the call (with different tablet than yesterday), communicator was right over ins and had similar issues with therapy impedance. At times, the electrode impedance would get stuck as well but sometimes it would run correctly and provide results. These issues happened whether the impedances were run from within the session or upon interrogation when prompted to run impedances. Troubleshooting involved having the caller connect tablet to communicator with cable and same issues occurred. They were asked if when discussing oor previously if caller had potentially meant out of range for impedances. Caller wasn't sure and indicated they may have been confusing the two different alerts but again brought up the picture from the hcp with the vna showing in orange (which would indicate true oor). Caller provided battery voltage as 2.96v. Tss asked if any other programming session were open during the tablet sessions - caller confirmed there was no patient programmer (pp) in the room and at that point, turned 8840 off/ended any previous session. Caller indicated no other patients were being programmed in the office at this time. Caller was asked to use their personal tablet and a brand new communicator (connected with cable) but same issues continued. Caller states patient has group d at 1v, 60 pw, 130 rate on both left and right hemispheres. The 8840 was not used at all while on the call. It was reviewed the causes of oor and that this shouldn't affect running impedances nor should current/voltage mode affect running impedances and this issue with running impedances could be a potential interference issue. At the end of the call, electrode impedances were able to be run but therapy impedance was still getting stuck on the tablet. It was suggested to program the patient to the desired physician settings for symptom relief and have patient monitor if anything out of the ordinary occurs with their system/therapy. Caller noted that patient's next appointment is (B)(6) 2018 and they will try to attend appointment. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the patient was seen on 11/8 and during that visit the previously observed impedance issues were still ongoing.